Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation was conducted with outcome as follows. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: a journal article was received. It was reported that patient had a deep infection of the elbow 13.0 years after the primary surgery. The patient required several surgical débridements. Not revised yet devices analysis: the device analysis could not be performed as no product was available for investigation. The gamma sterilization specification of the gsb-iii devices certified the suitability of sterilization. In addition, the irradiation certificates are available for all zimmer sterile class iii products and are according to specification. Therefore it can be excluded that the device caused or contributed to the infection. However, all possible causes related to the issues reported are listed in dfmea no. 177370. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is therefore very difficult to identify if the product contributed to the reported infection. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
A journal article of shoulder and elbow surgery was received. The journal reported that a deep infection of the elbow occurred in 1 patient after elective carpal tunnel and ulnar nerve decompression for paresthesia throughout the hand, 13.0 years after the index surgery. The patient required 4 surgical debridements and lavage and a course of intravenous antibiotics. The infection clinically and biochemically settled for 9 months, but recurred. A further debridement and lavage was performed, and the patient remains on suppressive antibiotic therapy. The received journal was "the long-term outcome of the gschwend-scheier-bahler iii elbow replacement" (ewan bigsby, mark kemp, nashat siddiqui, neil blewitt, frcs - tr orth).